Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis because of allegations of the pump not delivering insulin on (B)(6) 2019. The customer's blood glucose was over 818 mg/dl. The customer treated high blood glucose with intravenous insulin. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.